Manufacturer narrative:
Based on the available information and the image/ product returned, it was confirmed that there is a kink in the cannula body. However, restricted flow is difficult to confirm outside of the procedure. The reported leakage was not confirmed. The investigation and additional evaluation are still in progress. Further findings and conclusions will be reported in a timely manner. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an opti16 repeatedly kinked at the stepdown neck region and did not work well during cardiopulmonary bypass. This led to persistent high arterial line pressures (300-310 mmhg) despite repositioning and required a reduction in perfusion flow rate to the patient. This necessitated coming off cpb to change out the cannula to a different model and size. Pressures improved following replacement. It was also reported that the tip of the cannula was leaking. Blood loss from the aortic cannulation site was also noted (50 ml). The product is available for return.